Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the el5ml was not able to fire on second clip. After that customer tried to fire in out of field, it still hard to fire. Then el5ml can fire out but the clip was malformed. The procedure was completed with new product and patient is good (not have adverse consequence). The procedure was delayed by 5 minutes. Procedure was completed successfully with no patient consequence.

Manufacturer narrative:
(B)(4) date sent: 6/24/2022 batch #v9477l. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.